Event description:
A non healthcare professional reported that, before intraocular lens implantation surgery, the haptic was broken. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was receive stating that the lens was damaged during surgery or the patient had damaged. Hence the lens was not implanted.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).